Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (lot: unknown); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent (ped) could not be opened. The patient was undergoing treatment of a saccular, unruptured left internal carotid artery ophthalmic segment aneurysm with a max diameter of 6.42mm and a 5.26mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 4.12mm distally, and 4.36mm proximally. Dual antiplatelet treatment (dapt) was administered. The angiographic result post-procedure was good. It was reported that the stent tip was opened well and continued to be deployed, but due to the curvature of the blood vessel, the stent could not be opened at the bend. The system was increased tension, decreased tension, and pushed and pulled slowly multiple times, but it still could not be opened. The professor considered that there might be something wrong with the stent. To ensure the safety and success of the surgery, the stent was removed and replaced. The ped was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom27 microcatheter and 5-115 navien guide catheter.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic pouch and within an opened pipeline flex inner pouch. The phenom 27 catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. ¿testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issues with the phenom catheter.

Event description:
Additional information was received stating that the cause of the event was unknown. The pipeline failed to open in the middle section. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. No additional steps or other devices were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.